Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that there was no stent on the sds. The pigtail mandrel and a stent protector were returned over the balloon. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and balloon wings were twisted and damaged. The damage was more evident on the proximal end of the balloon. The wings appeared tightly wrapped and were not subjected to positive pressure. A visual and tactile examination of the device found multiple slight kinks along several locations of the hypotube shaft. This type of damage is consistent where force is applied during attempts to advance the device through a lesion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no damages on the shaft polymer extrusion. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and mild to moderately calcified distal left circumflex (lcx) artery. After pre-dilatation was performed with a non-complaint balloon catheter, a 2.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.